Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that during an a-fib procedure, the ablation electrode 1 and electrode 2 pins of the ECG out cable from the back of the stockert generator were connected to the pacing connections of a pin box connected to the ref/ deca port on the piu. A non-bwi catheter (xtrem catheter) was connected to this pin box and was placed in the coronary sinus of the patient. At a certain point in the procedure, the staff noted that the ablation 1-2 signals from a thermocool sf catheter (not marketed in us) were exactly the same as those of the coronary sinus 1-2. When removing the pins from the pacing ports on this ref/deca pin box the signals returned to normal. That is to say, the real signals measured by the catheter were displayed on both carto and the ep recording system. Since this misconnection was noted after ablation had started, and the staff stated that they had continued to ablate without seeing signal reduction, the fear is that there might have been an adverse consequence for the patient. As it was unclear from the initial report how this misconnection could affect the rf delivery to the patient and the patients consequence due to this incident, we have been seeking clarification from the customer. On (B)(6), we received the clarification from the field that in this incident there was a circuit loop between the ablation and cs catheters created by the wrong connection but no error message from the carto system. Although it has been confirmed that there was no patient adverse consequence, it was possible to deliver unwanted or excessive ablation to the patient due to this misconnection. Therefore, the event became reportable.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the ablation electrode 1 and electrode 2 pins of the ECG out cable from the back of the stockert generator were connected to the pacing connections of a pin box connected to the ref/ deca port on the piu. A non-bwi catheter (xtrem catheter) was connected to this pin box and was placed in the coronary sinus of the patient. At a certain point in the procedure, the staff noted that the ablation 1-2 signals from a thermocool sf catheter were exactly the same as those of the coronary sinus 1-2. When removing the pins from the pacing ports on this ref/deca pin box the signals returned to normal. The carto 3 system associated with the reported complaint was inspected by bwi service engineer. The incorrect cable connection caused the issue. The ECG out cable from the generator had not to been used during other cases. Connection of this cable to direct pacing port is not allowed. Wrong cables connection was disconnected and the ep case was continued without further incident. The device history record review was also performed. No anomalies were noted in manufacturing or service of this device related to this issue.